Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. The stylet was returned stuck in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the procedure, helix extension difficulty occurred with this right ventricular (rv) lead. A new lead was implanted to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.